Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned devices matched the report and the nail breakage was confirmed. Failures in material or manufacturing of the affected nail were not found. According to the damage and the evidences of the breakage surfaces, the nail broke in a fatigue fracture due to axial overload after an implantation period of approx. 9 months. Appearance of breakage surfaces suggests the starting point being at the lateral edge of the posterior web. Massive damage and scratches at the lateral edge of the posterior web, intra-operatively caused by a deviated step drill, had created the starting point of the nail breakage by a notching effect. Based on the evidences of the breakage surfaces and massive damage found it can be assumed that the nail breakage is not linked to a deficiency of the device, but is rather user related (intra-operative damage by a deviated step drill resulting in significant weakening of the recon nail in the area of the inferior lag screw thru hole), possibly contributed by the reported patient¿s fall a month prior to the revision surgery. No non-conformity was identified.

Event description:
Surgeon had to revise a broken t2 recon nail. The patient has (B)(4) and the nail was originally placed in the patient prophylactically 9 months earlier. The patient also fell a month prior to revision surgery. The broken nail was taken out and replaced with a larger diameter nail, 3mm for a 15mm.

Event description:
Surgeon had to revise a broken t2 recon nail. The patient has cancer and the nail was originally placed in the patient prophylactically 9 months earlier. The patient also fell a month prior to revision surgery. The broken nail was taken out and replaced with a larger diameter nail, 3mm for a 15mm.